Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon went to fire the device, it was locked. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). Damaged firing trigger teeth. Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and a reload present. The reload was received partially fired and with the lockout tab normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at finished goods qa. A batch record review was performed and no anomalies were found during the mfg process.